Event description:
Customer alleged that the lower rear frame is cracked on the left side where the bolts go through for the axle plate. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model ct7a, (B)(4) is approximately 10 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the lower rear frame is cracked where the bolts go through for the axle plate. It is unknown how the crack happened.